Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) leads were removed shortly after internal bleeding resulted in the development of a hematoma. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: ddbb1d1, implantable cardioverter defibrillator, 2013-(B)(6); 5076, implantable pacing lead, 2013-(B)(6), (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.